Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the room environment was not clean and the patient had long nails. The patient was not hospitalized for the events. On an unreported date, the patient was treated with vancomycin injection (2gm/7 day, route not reported), tobramycin injection (40mg thrice a day, route not reported) and heparin injection (25000 I/u, 5ml, thrice a day, route not reported) as a treatment for peritonitis. On an unreported date, the patient was retrained on all aspects of aseptic procedure. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.